Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the recording was 47:59 hours of an anticipated 48 or 96 hours. The ph values were within the normal range for the duration of the recording, with the exception of some extreme values which were attributed to daily activities recorded by the patient, such as meal time or being supine. Some gaps in the data were also noted. As only the study was provided for review and no equipment was returned, the cause of the issue cannot be reliably determined. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a study which appears to show that the capsule detached early. The study was submitted for review and showed that the capsule detached at the end of the first day of the study. No equipment is being returned. A repeat procedure will be necessary due to the dearly detachment.